Manufacturer narrative:
Due diligence attempts have been made to obtain additional information on the status of the explanted device for return. At this time, no response has been received. Information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history, condition post-implant, and possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from the implant patient registry that a 25mm bioprosthetic valve was explanted after an implant duration of approximately three months and seven days due to unknown reasons. The 25mm valve was replaced with a 23mm edwards valve.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: on occasion rings of valves may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unintended reason.

Event description:
Edwards received information a 25mm aortic pericardial valve was explanted after an implant duration of approximately three months. Surgeon reported there was nothing wrong with the valve itself. The valve had to be explanted to gain access to the bottom of the fistula. After repair of the fistula a 21mm aortic valve was implanted. The patient recovered smoothly.